Event description:
It was reported that the bladder of a large volume infusor ruptured. This occurred 20 hours into infusion. The reporter stated that the device had been filled with 240ml of solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured september 06, 2014 to september 08, 2014 evaluation summary: the device was returned for evaluation with fluid in its bladder. Visual inspection revealed no evidence of rupture on the bladder. A functional test was performed and no evidence of rupture was observed on the bladder. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.